Manufacturer narrative:
The log file of the affected device was evaluated by hospital technician on site. Furthermore, the device was subjected to a one-week lasting test run on site complemented by a device test according to the manufacturer¿s specification. Results of both, log file analysis and device tests, were made available for further investigation at the manufacturer¿s site. Based on the assessment of the available information a warmstart as reported could be confirmed. As a safety feature of the ventilator, the device software analyzes and verifies proper software operation and hardware function. If this internal monitoring detects a deviation, the device generates a corresponding visual and audible alarm in order to alert the user of the deviation. As a remedy measure a warm start might be initiated. For a warm start, the device briefly switches off and then on again. During this time, an emergency breathing valve opens, allowing the patient to breathe spontaneously. If the boot sequence of the warm start is successfully completed (duration approx. 8 seconds), ventilation is continued with the previous parameters. In the event of an unsuccessful warm start, a continuous audible alarm would be activated, and the safety-breathing valve would remain open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. Based on the log file analysis and the device tests there was no device failure found. Therefore, an external interference was considered to be the most likely root cause of the event. The device reacted as specified on a detected deviation, performed a warmstart to solve the deviation and posted appropriate visual and audible alarm in order to alert the user of the situation. The device was returned to service. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use the unit had restarted and there was a high pitched alarm. The patient was switched to another ventilator and there was no patient injury reported.